Event description:
Pt contacted depuy spine to report pain following the implant of the charite disc in 2005. She had initial relief from back pain, but reports having an increase in pain over the past 4-months as well as some numbness in her left foot and leg. She stated that her surgeon has taken x-ray and the implant is seated properly. There has been no migration or subsidence. Her surgeon believes that her pain may be related to the facets or to the level directly above the implant.

Manufacturer narrative:
Surgeon has taken no action at this time and has not attributed the pt's pain to the charite implant. No conclusion can be made. The event does not appear to be device related and no connection can be made between the issue and any shortcoming of the device or info supplied with the device.